Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage, the pressure transducer test and the safety valve test during the pre-use check. The nozzle units in the air gas module and the o2 gas module was found to be defective and was replaced. During evaluation of device logs, an error for alarm sound level too low was also found. The replaced nozzle units was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).